Event description:
It was reported that the patient had adhesive issue with two infusion sets on (B)(6) 2026 as the infusion set patch did not stick to skin upon insertion. The blood glucose was high which was treated with bolus via pump.

Manufacturer narrative:
Initial 1 of 2. E1: event country: canada. Name: tandem, country: united states of america, street address: 111045 roselle street, city: san diego, state: california, zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.